Manufacturer narrative:
E.1. Initial reporter facility: providence little company of mary medical center san pedro a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer (fse) replaced inseparable latch on main full height drawer 5 to resolve the issue. Additionally, the fse realigned ball bearings cage and installed (2) new slide bumpers on slide railings for main full height drawer 4. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1-pkt e3 had failed. User tried to reboot but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.